Event description:
During a transeptal procedure the needle went outside the sheath when it was in the patient. There was no patient demise. Multiple sheaths from the same manufacturer recently have done the same thing. All lot numbers, needles, and sheath have been saved and set aside. The adult ep (electro physical) lab has experienced the same issue recently. I spoke to the ep lab manager about it.======================manufacturer response for fast-cath, transseptal guiding introducer sl1 (#3), fast-cath, transseptal guiding introducer sl1 (per site reporter)======================awaiting response====================== manufacturer response for fast-cath, transseptal guiding introducer sl1 (#1), fast-cath, transseptal guiding introducer sl1 (per site reporter)======================awaiting response====================== manufacturer response for fast-cath, transseptal guiding introducer sl1 (#2), fast-cath, transseptal guiding introducer sl1 (per site reporter)======================awaiting response======================manufacturer response for transseptal needle, transseptal needle (per site reporter)======================awaiting response======================manufacturer response for swartz curve w/tip marker, braided transseptal guiding introducer sl0, swartz curve w/tip marker, braided transseptal guiding introducer sl0 (per site reporter)======================awaiting response